Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an hc550afu respiratory humidifier was defective. The temperature at the end of the chamber was about 39 degrees c and the proximal temperature was 40 degrees c. It was further reported that there was condensation in the breathing circuit but the humidifier did not give an alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hc550 respiratory humidifier is not sold in the united states, but is similar to a product that is sold in the united states. The 510(k) number of the similar product is (B)(4). The complaint hc550 respiratory humidifier was not returned to fisher & paykel healthcare for investigation. An attempt was also made to obtain further information regarding the reported fault; however, no reply was received from the hospital. Without the complaint device or additional information from the hospital, we are unable to determine the root cause of the reported fault. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors (e.g. Air conditioning).

Manufacturer narrative:
(B)(4). The hc550 respiratory humidifier is not sold in the united states, but is similar to a product that is sold in the united states. The 510(k) number of the similar product is k033710. The hc550 respiratory humidifier is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an hc550afu respiratory humidifier was defective. The temperature at the end of the chamber was about 39°c and the proximal temperature was 40°c. It was further reported that there was condensation in the breathing circuit but the humidifier did not give an alarm. No patient consequence was reported.